Manufacturer narrative:
The device is not available for evaluation, it has been discarded. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-00144 and 00156.

Event description:
A report was received from a user facility in france stating: "defective cutter. Blocked (not cutting). No patient injury. No product being returned.